Manufacturer narrative:
Result: (operational problem) : visual inspection of the returned product found the lens torn, the lens was returned in liquid. (B)(4).

Manufacturer narrative:
Device: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon was inserting a cq2015a collamer three piece lens, +20.0 diopter, and noted the lens was tearing. There was patient contact but no injury. Another same model lens was implanted. The reporter indicated the event was due to technician error.